Manufacturer narrative:
The t:slim g4 pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump fill estimate was noted to be inaccurate. There was no impact to the customer's blood glucose (bg) levels. Reportedly, the customer did not perform the air removal step during the load process. During troubleshooting with tandem technical support, the customer was guided through how to properly complete the load process and received an accurate estimate.